Manufacturer narrative:
Device was returned on 11/25/2008. Power switch had melted/burnt. The compressor was connected to power source and it operated normally without drawing excessive current. All electronics functioned properly. There was no apparent electrical reason for switch overheating. The device has signs of a liquid (medication or other) inside the case. Initial conclusions: malfunction of device occurred because liquid was allowed to enter case. The liquid medication or other liquid entered the switch from inside the case causing the switch to fail. User did not follow instructions in manual. Evaluation started.

Event description:
Complaint from customer that switch had melted. Customer e-mailed a photo that appeared to show the plastic around the switch was deformed partially melted. The pt was using the device at the time. The pt was not injured.